Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system disconnected, application server was offline. A technical support specialist checked the remote smart service and confirmed that the application server was currently online. It appeared that the issue had likely been resolved by the customer¿s it team, but confirmation was sought from the team lead. As advised by team lead, an email was sent to the afterhours team lead to follow up with the customer during daytime hours. Customer confirmed that the server was functioning properly and granted permission to close the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was disconnected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.